Event description:
Foreign object in IV tubing. The pharmacy technician reports that it was in the tubing, not the dextrose bag. The substance can move up and down the line a little bit. Site spoke on the phone with infection prevention and the current recommendation is to sequester this particular line and contact the company for investigation.